Event description:
New information received states that the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported device anomalies seen after patient underwent af ablation procedure were confirmed. As received, device had no telemetry and no output. Device was cut opened for further inspection and testing of the internal circuitry. Functional testing indicated malfunctions that are consistent with damage to the hybrid circuitry, resulting from external sources such as af ablation and electro-cautery. The cause of output anomaly was due to exposure to electrocautery and af ablation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up after having an af ablation. The device was noted to be pacing at 100 bpm while the base rate programmed to 60 bpm. The patient claimed palpitation. Several reprogramming attempts were made but it was unsuccessful. Abbott technical support discussed using a different programmer to interrogate the device. A device replacement was also discussed if the device is not responding to any programming changes. Device replacement is anticipated but no intervention has been performed. The patient was stable and will continue to be monitored.